Manufacturer narrative:
The returned device was evaluated. The device is functioning as designed, based on the investigation no product performance issue was identified. The ac inlet power module joints were however found to be cracked. With intermittent ac power, use of battery power and battery charging may become erratic. A situation where the battery is depleted and the device goes from ac power to battery power due to the intermittent ac power may result in the unit shutting down.

Event description:
It was reported that the unit scrolls through menus continuously and occasionally shuts itself off. Ground wire from ac power inlet is loose. No known impact or consequence to patient